Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they felt their stimulation was a lot higher (flank, belly, chest, and shoulders) after having experienced a severe cough-attack on (B)(6) 2021. The patient felt stimulation ¿in a completely different area than in the beginning.¿ it was noted that prior to this incident, the patient had sufficient pain relief of the pain in their dominant right leg (60%) and the pain in their left leg and lower back (40%). The patient experienced the stimulation as a ¿painful, shocking/jolting¿ sensation. The patient was reprogrammed in an effort to resolve the issue; however, ¿reprogramming had not yet led to a situation where stimulation was not felt in these areas¿ at the time of report. It was noted the patient experienced the sensation when her stimulation was on or off, but the ¿feeling was worse¿ when the stimulation was on. The patient felt the stimulation in the incorrect area most of the time, but not always and the patient did not only feel the stimulation in the incorrect area while in certain positions. It was noted that sometimes the patient felt stimulation in the right area and that ¿in other moments it is felt higher.¿ imaging was performed of the lead in both anterior/posterior and lateral orientations and it was found that the ¿lead had not migrated at all.¿ impedance testing performed at the time of report found all impedances were within the normal range. No further actions were scheduled or performed as of (B)(6) 2022 and the cause of the stimulation issue remained undetermined at that time. There were no further complications reported or anticipated.